Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of parity, multi gravida, leiomyoma and abnormal uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 366 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery? No. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2010: clinical indication: status post essure placement on (B)(6). Findings: the cervical os was cannulated under direct visualization and a balloon was inflated under fluoroscopic guidance within the cervical canal. The uterus filled with contrast homogeneously. Two essure coils are demonstrated within the pelvis. No contrast fills the right fallopian tube. The right proximal end of the essure coil is at the proximal tube and is approximately 1 cm from the cornua of the uterus. The left fallopian tube, however, does fill with contrast. The essure coil appears to be outside of the tube. There is spillage of contrast on the left. Post balloon deflated images are unremarkable. Impression: successful essure placement on the right; however, the left essure coil is not demonstrated within the fallopian tube. [Pathology test] on (B)(6) 2010: specimen. A. Soft tissue - cul de sac mass. B. Uterus - uterus and cervix. Clinical diagnosis: abnormal uterine bleeding. Note is made of the patient's previous biopsy (B)(6), showing cin il with hpv effect. Note is made of the patient's pap smear (B)(6), showing lsil. Final diagnosis. A. Cul-de-sac mass, excision: infarcted epiploic fat. B. Uterus, hysterectomy: small subserosal leiomyoma no serosal endometriosis seen ectocervix showing no residual dysplasia squamous metaplasia, transition zone scar with hemosiderin deposition, transition zone, consistent with prior biopsy site endocervical canal showing no endocervical glandular dysplasia proliferative endometrium superficial adenomyosis gross description: there is also a coiled metal wire device extending from the left cornua into the posterior endomyometrium. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: reporters, medical history, lab data, patient information, removal date, event onset date, non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 31 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 31 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.